Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited increasing thresholds and impedances. The lv lead remains in use. It was also noted that the possible dropped beats were observed on the right ventricular (rv) lead during a fast ventricular tachycardia (fvt) episode. The rv lead remains in use. No patient complications have been reported as a result of this event.